Manufacturer narrative:
Evaluation summary: one device was returned for evaluation. Visual inspection of the disposable device revealed that the tip of the waveguide had broken off. The broken piece was not returned. However, the investigation confirmed that the device stopped working. Investigation personnel performed functional testing on the returned hand piece using a test lab generator and battery. The assembled device returned a green light and a welcome tone, but immediately returned a red light emitting diode(led) indicator with an error tone (alarm activation) when the device was activated. The waveguide had fractured, and the missing piece was not returned. Investigation personnel concluded that the titanium waveguide cracked from continued use after becoming damaged, and may have come in contact with any of the following; hemostats, clips, staples, retractors, etc. During use. Contact with metal objects during use will cause the active blade to crack and may eventually break off. This issue is specific to ultrasonic dissectors. The investigation identified the cause of the reported event to be user error. The instructions for use (IFU) advises device users to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. IFU also states: do not use damaged components. Use of damaged components may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during endometriosis, the generator turned red, it was replaced with the battery and did not work. Only when replacing the clamp, and the procedure was continued. The initial visual inspection of the disposable device revealed that the tip of the waveguide had broken off. The broken piece was not returned.